Event description:
Carestream compass drx x-ray system, htm# 100000067388. Mechanical issues with carestream x-ray machine, machine was stuck and button would not release, the button on the remote was pressed and the machine released and engaged. It accelerated fast in the opposite direction and then ran in to the upright scoliosis board. The red stop button was pressed and released a few times then the machine returned to 72 inches. If a patient would have been standing there they would have been injured.